Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks post implant, the right ventricular (rv) lead had dislodged, which was noted under fluoroscopy and exhibited high thresholds that could not be measured as they were higher than the output of the device. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.